Manufacturer narrative:
(B)(4). Section d4: lot number and UDI details were not received. The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported that a mr290v vented autofeed humidification chamber provided as a part of an rt330 optiflow tubing kit was found leaking water from the bottom of the chamber during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number and UDI details were not received. Correction: section e1: initial reporter address corrected. Method: the subject mr290v humidification chamber was returned to f&p healthcare in new zealand, where it was visually inspected and analysed. Results: visual inspection of the returned device confirmed a crack at the bottom of the dome of the mr290v humidification chamber. Further analysis confirmed a horizontal scratch and stress whitening near the crack. Conclusion: the cause of the reported water leak is due to the crack at the bottom of the chamber dome. The scratch and the stress whitening indicate that the chamber was most likely exposed to an external mechanical force. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The user instructions that accompany the rt330 optiflow tubing kit state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Do not use the chamber if the seals are not intact when received, or if it has been dropped." "Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged." "Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor in japan reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided as a part of an rt330 optiflow tubing kit was found leaking water from the bottom of the chamber during patient use. There was no reported patient consequence.